Event description:
Unit failed on a pt. No pt injury occurred. High airway pressure alarm. Cycled vent, had a popping noise and smelled smoke. The unit was taken to the biomed dept where the 02 gas module was inspected and showed burned components and charring outside the module. The unit is not in operation as a new gas module is needed.